Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the nursing staff saw the spo2 blinking, but heard no alarm on the bedside monitor. There was a visual yellow spo2 alarm but no audible sound. No pt harm was reported.